Event description:
It was reported that during a procedure, an hx10 screwdriver broke while inserting a screw into an ftmtj plate. Surgical technique for the product was utilized. The patient's bone was not hard, and the appropriate drill was used. The broken fragment was completely removed. The procedure was completed using an alternate instrument. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.